Manufacturer narrative:
Corrected data can be found in section d and h8. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on the in-house system, where it passed engagement 3 out of 3 times. It was installed with a cannula seal and an in-house drape; the instrument passed the initialization, recognition, and engagement tests. It moved intuitively, with full range of motion in all directions. The jaws opened and closed properly, and the instrument clamped, fired, and unclamped successfully. It was successfully fired with a blue sureform 60 stapler reload two consecutive times. A visual inspection was performed, and no damage was observed. Additionally, the instrument was found to have failed mechanical engagement based on a log review. The device and system logs confirmed one engagement failure on the roll axis. The instrument was installed on an in-house system, and it did not fail the mechanical engagement sequence. The instrument inputs did not fail to engage with the in-house system's sterile adaptor, and the instrument successfully entered into following. The error code was not displayed with the parameters observed in the customer's system logs. The roll gear was inspected, and no issues were detected. Moreover, no friction on the binding roll bushing was identified. A review of the advanced instrument log for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the instrument was installed on the system 5 times, and it fired 4 blue reloads. On the 3rd install, the stapler failed to engage with the system. The system logs show an error code with parameters indicating that the roll axis hardstop check failed. On every other install, the first clamp was successful, and the firings were each completed with no pauses for compression. There were no additional errors in the system logs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation, and the device logs for the instrument associated with the reported complaint could not be reviewed, due to insufficient information provided.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload did not fire properly. The staples were pushed in front of the tissue, rather than into the tissue, and the blade did not retract. As a result, there was a hole in the staple line that was sutured by hand, causing a 20 minute extension of operating time. At the time of the event, the anastomosis between the stomach and the small intestine was being performed. The stapler was in use for approximately 2 minutes, and it did not work from the start; the stapler fire during which the issue occurred was not provided. The instrument was inspected prior to use, and no external damage was visible. The blue stapler reload was chosen, as it is standard for this procedure. It is unknown if there were any error messages that may have been generated at the time of the event. The surgeon did not encounter any obstructions such as clips, staples, or other hard materials between the jaws of the instrument. Buttress material was not used. There were no deformed staples. The surgeon did not have any issues with clamping prior to firing the stapler. The target tissue was the stomach, with no pre-operative radiotherapy or similar. The surgeon used a back-up stapler to complete the procedure. No fragments fell into the patient. The patient was not injured as a result of the reported problem. There was no hemorrhage observed. There were no postoperative complications. There is no concern that this event will cause any long-term complications for the patient. No information was provided regarding the current state of the patient.